Manufacturer narrative:
This patient reported some form of taste disturbance that persisted after the first fitting after activation. No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The patient is specifically advised of this prior to the procedure.

Event description:
Patient reported some form of taste disturbance. No other details were provided.